Manufacturer narrative:
Concomitant medical product: secondary set . The customer¿s report of the pump turning off was not confirmed. Analysis of the pcu event log shows that four pump modules were attached to the pcu and infusing at the time of the event. The infusions were unidentified medications/fluids at 20ml/hr, 10ml/hr, 10ml/hr, and 6.5ml/hr. At 7:54 pm on (B)(6) 2017, the pcu alarmed for battery discharged causing all 4 pump modules to pause. The user then selected softkey 14 to address the battery discharged pop-up and the system was powered off. The pump modules do not turn off on their own and instead are paused when the battery is discharged. The system was manually powered off by the user when they selected softkey 14 (system off) at the battery discharged pop-up screen. Functional testing of the battery showed that the system missed battery alarms, and the issue was not resolved after battery conditioning was performed. The battery is two years old and should be replaced. Battery maintenance should be performed to prevent premature battery degradation. The proximate cause of the reported event was inadequate charge capacity. The root cause was not identified.

Event description:
The customer reported that the pump turned off during patient transport to CT. Prior to transport, the pump listed 5.5 hours of battery charge left. While in the elevator the pump alarmed with a 5 minute warning until shut off and then turned off. The patient was immediately returned to the unit and the pump was connected to the wall outlet, restarting a fentanyl sedation infusion. The patient continued to receive a precedex infusion via another pump without interruption. There was no change in the patient status with the rass (richmond agitation sedation scale) score remaining at -1. The pump was exchanged with another pump and sent to biomed. During a log review the biomed stated that it appeared that the battery shut off occurred only 11 minutes after being recharged for 23 hours. The customer stated that the device and battery are 20 months old.

Manufacturer narrative:
Correction to previous root cause statement: although the report of the pump turning off was not confirmed, further review of the event logs and battery logs indicate the reported event is likely the result of a software over estimation of battery capacity leading to the missed battery alarms.

Event description:
The customer reported that the pump turned off during patient transport to CT. Prior to transport, the pump listed 5.5 hours of battery charge left. While in the elevator the pump alarmed with a 5 minute warning until shut off and then turned off. The patient was immediately returned to the unit and the pump was connected to the wall outlet, restarting a fentanyl sedation infusion. The patient continued to receive a precedex infusion via another pump without interruption. There was no change in the patient status with the rass (richmond agitation sedation scale) score remaining at -1. The pump was exchanged with another pump and sent to biomed. During a log review the biomed stated that it appeared that the battery shut off occurred only 11 minutes after being recharged for 23 hours. The customer stated that the device and battery are 20 months old.